Manufacturer narrative:
H6: 4110 - work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: product evaluation: lens was returned with residue/debris and moisture within a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found lens to be manufactured within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
A4-a6: unk. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. The lens was later exchanged for a shorter length, different model lens and the problem was resolved. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - 3331: device history record review: the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5: reportedly, "mild anterior subcapsular opacity for the initial lens." Claim# (B)(4).